Event description:
The customer stated that the monitor did not alarm for a vfib event.

Manufacturer narrative:
The customer reported that on the day of event in 2009, at 11:37 am, a patient had a vfib episode and the mp70 monitor did not alarm. A philips field service engineer (fse) went onsite and tested the monitor alarm functionality. The monitor worked as intended. The alarm logs obtained from the site show that the monitor was alarming for tachycardia at 11:37 and alarms were suspended by the users for 3 minutes, after which the monitor again alarmed for tachycardia. Based on the available information, the monitor worked as intended, and the users acknowledged the alarming by suspending further alarming. Philips did not receive information to indicate whether a vfib event occurred during the alarm suspension or whether clinicians provided therapy without delay afer suspending the alarms. The instructions for use (IFU) for this device adequately describes alarm suspension. No further investigation or action is warranted.